Event description:
It was reported that the pump would not charge with multiple cables and power sources. Customer believes that the usb port is no longer operating as expected. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.